Event description:
The device was used on the colon. Reportedly, 24 dyas after the procedure, bleeding occurred along the wound. The pt was re-operated and the suture on the colon was found missing. The surgeon re-applied suture to correct the situation.